Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to high out of range pacing impedance measurements, no pacing and lead fracture. The patient complained he/she felt bad. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, analysis confirmed the inner conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.